Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported peeled coating to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the ht command es guide wire was used in a superficial femoral artery/popliteal artery procedure. The guide wire was advanced to the target lesion without difficulty and a non-abbott atherectomy device was advanced over the guide wire without difficulty. Atherectomy was performed and the device was removed. The guide wire was removed from the patient anatomy without difficulty. Upon removal, it was noted that the coating appeared to be coming off the tip of the guide wire. There was no adverse patient effect and the physician is confident that no coating remained in the patient anatomy. No additional information was provided.